Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. An instrument malfunction was excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for several patient samples that were discovered when a nurse questioned why the results were so low. Data was only provided for two patient samples. Patient sample 1 initial result was 117 mmol/l and the repeat result from the cobas 6000 analyzer was 130 mmol/l. Patient sample 2 initial result was 124.4 mmol/l and the repeat result from the cobas 6000 analyzer was 137 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative could not determine a cause. He checked the ise tubing and system for any possible problems. He explained to the customer that there might have been a clot that cleared itself since both ise systems were having the same issue. He confirmed both ise systems were working fine with no issues.